Manufacturer narrative:
Manufacturer investigation conclusion: the reported event of a controller fault alarm regarding the patient¿s backup controller was confirmed via the log files. The log files contained data within the timeframe of the reported event that spanned approximately 9 hours ((B)(6) 2019, 5:31 ¿ 14:06 per time stamp). A controller fault flag became active on ((B)(6) 2019 at 8:53. The alarm correlated to an ebb test circuit fault, which occurred shortly after a load test was completed. The unloaded voltage at this time was above the acceptable threshold, triggering the alarm. The alarm remained active until the controller was reset at 10:23, and the alarm did not prevent the system from operating at appropriate pump speeds. The returned system controller (serial number (B)(4)) was functionally tested and was found to perform as intended. Controller fault alarms were not reproduced and the root cause of the reported event was unable to be conclusively determined through this analysis. Backup battery-related faults without a known root cause are being addressed via corrective action. The heartmate 3 patient handbook instructs users on how to resolve all alarms that sound from their controller, including controller fault alarms. The heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient experienced a driveline fault alarm while sleeping. The patient switched to their backup controller and drove to the hospital. On the way to the hospital the patient reportedly experienced a controller fault alarm. The controller was exchanged at the hospital. No further information was provided.